Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camerahead had problem with the color image. The issue was found during a set up, there were no reports of patient harm.